Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During bench evaluation, the device gave an etco2 calibration overdue message. This is not a malfunction of the device. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During bench evaluation, the device's etco2 module failed to achieve flow. There was no patient involvement.